Event description:
Our foreign consignee reported, when the heart lung console was powered on the central display, did not function as expected. A "no application program specified... System halted!" Error message was displayed. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.